Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 01018809 case subject: npi 8015 error 800.8000 account name: (B)(6) account #: 19995827 asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n asset location: contact: roy burklow contact email: roy.burklow@usmd.com contact phone: 817-472-3590 contact mobile: patient or user involvement: no patient or user harm: no case description: roy had error 800.8000 in the error logs. Pcu 8015 sn (B)(4) failure device type: failure problem type: failure mode: case resolution: I recommended roy to re-flash poc software on the pcu. Roy will flash poc software.